Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the pressure indicator of the white balloon drops rapidly.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on lot #15je42r and there were no issues found that could relate to the reported complaint. Two actual samples and 5 un-opened representative samples were returned for evaluation. A visual exam was performed on the actual samples and no defects were observed. The cuffs on the samples were then inflated to 25mbar using a calibrated endotest meter and the pressure dropped immediately. The samples were immersed in water and bubbles were observed indicating there was a leak. The representative samples were examined also, and no visual defects were observed and no leaks were detected in any of the samples. Based on the investigation performed, the reported complaint could not be confirmed. The 2 actual samples that were returned were found to leak, while there were no issues found with the 5 un-opened representative samples. At the manufacturing facility, 100% leak testing is conducted; therefore, any defects would be detected prior to release. The reported failure was detected after use; therefore, it is most likely that the leak was caused by handling during insertion at the user end.

Event description:
The customer alleges that the pressure indicator of the white balloon drops rapidly.